Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered inappropriate antitachycardia pacing due to t-wave oversensing as well as low r-waves. Noise was also observed on the right ventricular channel. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.